Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while advancing the device into the patient, it was noted that the catheter looked rough and abrasive to the mucosa, and it caused bleeding. Reportedly, it was unknown if it was the balloon that caused the bleeding and how the bleeding treated. However, it was noted that the bleeding was ¿minor¿ and there were no reported treatment for the bleed or consequences to the patient, and the patient¿s condition was reported to be ¿fine¿ following the procedure.

Manufacturer narrative:
Visual examination of the complaint device revealed that there were no issues noted with the device. A functional evaluation was also performed and the balloon was inflated up to its 2 recommended inflation volumes and no issues were noted; there were no leaks, holes, pin holes noted and the balloon was able to hold the pressure. The catheter was measured/analyzed and confirmed it is within specifications. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while advancing the device into the patient, it was noted that the catheter looked rough and abrasive to the mucosa, and it caused bleeding. Reportedly, it was unknown if it was the balloon that caused the bleeding and how the bleeding treated. However, it was noted that the bleeding was ¿minor¿ and there were no reported treatment for the bleed or consequences to the patient, and the patient¿s condition was reported to be ¿fine¿ following the procedure.